Event description:
The patient reported experiencing elevated blood glucose of up to 400 mg/dl for approximately 6 months. He stated his blood glucose begins to elevate after the infusion set headset has been in place for 2 days. He changed the infusion set and bolused through the infusion device to lower blood glucose levels. His normal blood glucose range is 120-140 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.